Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the connector connection of the infusion set was leaking insulin. The patient was hospitalized for hyperglycemia. The patient's blood glucose level was 29.0 mmol/l. The type of treatment given to the patient was unknown. The patient was hospitalized from (B)(6) 2017. The infusion set was requested to be returned for product evaluation.